Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Product registration- correctionh2: correction

Event description:
It was reported that a alert/notification settings occurred. On (B)(6)2025, it was reported that the patient experienced an issue with alert and notification settings. The dexcom passed her threshold for low alert 4.4 mmol/l at around 20:25 cet 29/1, and no alert sounded from her smart device. Between 20:25 - 20:40 she passed the urgent low threshold, and no alert for urgent low sounded either. At 20:40 the patient lost consciousness and her friends found her. They called an ambulance and treated her with some liquid caramel. Sometime between 20:45 - 20:55 the ambulance arrived; the patient regained consciousness. The ambulance personnel check the blood pressure and oxygen levels but determine there was no need to take her to the hospital. It was reported that the patient has her hearing aid connected with bluetooth to her smart device. At the time of the report the patient was okay. It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.